Manufacturer narrative:
(B) (4). (B) (4) - delamination. Conclusion codes: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a surgical procedure on (B) (6) 2010. The surgeon placed the mesh in the abdomen and he pulled up by the transfacial sutures on the side and the top. When he started to move the mesh into place on the other side it simply separated. He tacked it back together. Hemostasis was achieved prior to implantation. No further info was provided.